Event description:
It was reported that there were no instructions included with the leg bag holder.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿insert sheet with illegible/ missing /incorrect printing¿ with a potential root cause of "defective insert sheet received from supplied". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿rotate the bag and holder on you thigh until the leg bag and vent are in the most comfortable position."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there were no instructions included with the leg bag holder.